Manufacturer narrative:
The pump involved in the issue is a customer-owned pump and because, the biomed technician indicated that the pump was working fine, he did not want to send it back to medela. The customer service representative contacted the customer's sales consultant to get in touch with the customer. Additionally, the issue was forwarded to clinical for follow up. As of the date of this report, contact with the customer to get additional complaint information, including medical treatment, if any, has been unsuccessful. We will continue to try to get additional complaint information. It should be noted that the mom was provided a sterile kit for use with the breast pump and is responsible for cleaning it before/after each use while in the hospital. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
A biomed technician at the customer location reported to customer service that a doctor in the hospital thinks that three separate breast pumps were the cause of three separate patients getting an abscess on their breast. The biomed technician indicted that the breast pumps work fine and the patient's each used a sterile kit provided to her. The biomed technician cannot provide any other additional information. This report relates to the patient using the breast pump serialed (B)(4).